Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10972. The report was submitted in error.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Nonconformance data identified two in-process non-conformances, however, the nonconforming product was from totes not included in the reported lot number and was scrapped 100%. One hundred and ninety-eight (198) unused product samples were received and of those, twenty (20) were randomly selected for evaluation. One of the evaluated samples (sample #15) exhibited catheter leakage failure due to an actuator-to-tube tear within the catheter hub. Additionally, another twenty (20) random samples were tested for leakage porous barrier and seal leakage and were found to be acceptable. The root cause of the reported issue was found to be manufacturing assembly fault non-conformance. Review of the machine logbook indicates that there was an issue with the actuator insertion station on (B)(6)22 and (B)(6)22 with the causal factor determined to be due to bent/broken insertion pins and worn insertion jaws as a result of jaw package mount being loose. As a correction, the damaged pins and jaws were replaced, the mount was reinstalled and secured, and the actuator insertion station was realigned. Additionally, a post-correction sample of five hundred and twenty-five (525) pieces was collected and visually inspected by trained operators for actuator-to-tube tears on both (B)(6)22 and (B)(6)22 prior to resuming production and were found to be acceptable. General awareness training and communication were conducted for all appropriate personnel and completed on (B)(6)22. E4 is unknown, no information provided to date.